Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration); patient's condition affected effectiveness of device (anatomy related; disease progression). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Vessel morphology from the time of implant was not reported. The talent bifurcated stent graft was 2 cm below the right renal, with no purchase. The aorta appeared very diseased and measured about 30mm in diameter for approximately 12-15mm. However, there was a huge thrombus burden on the left wall without an endoleak present. The aneurysm was now 7 cm in diameter. Also, the right iliac limb was barely in the right common and there was no seal there either (ipsilateral was on the right). A talent thoracic stent graft was implanted in a patient for the emergent endovascular treatment of penetrating ulcers approximately one month ago without issues. After fixing the thoracic penetrating ulcers, which were the cause of the patient's admission, a 3636x70 endurant cuff was implanted in the infrarenal neck, and a 161393 limb was implanted in the right common, extending into the external iliac. The stent graft migration was resolved. No additional clinical sequelae were reported and the patient is fine.